Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced recurrent peritonitis. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, duration and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.